Manufacturer narrative:
(B)(4). The rns system remains implanted and programmed for use.

Event description:
This patient had a routine neuropace battery replacement on (B)(6) 2021. On (B)(6) 2021 the patient presented with 'oozing' from the incision site. This was described as impaired healing. Diagnosed as a superficial incisional infection. Treatment included antibiotics administered through a PICC line. The cultures were positive for staphylococcus.